Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 field e2 was correctly selected on initial report corrected fields: d8, e1 and e3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the third-party light cable is broken and cannot come out of the socket due to the worn socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2 marked in error. The device was returned to olympus for evaluation and the evaluation found that a third party light cable was broken and would not come out of the socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a light cable that was stuck in the socket. The issue was found during preparation for use in an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.